Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2011; 4244 boston scientific competitor lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, the left ventricular (lv) lead was capped due to high thresholds. No patient complications have been reported as a result of this event.